Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus \perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), embedded device ('migration of essure device location of device: migrated to uterine wall\suspected coil in the endometrial cavity'), menorrhagia ('menorrhagia(heavy menstrual bleeding)\ abnormal bleeding (vaginal, menorrhagia)') and ovarian cyst ('left ovarian cyst') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty and cesarean section. Concurrent conditions included dysuria, suprapubic pain, pain throat, sore throat, fever, runny nose, sensation of pressure in ear, perineal pain and endometriosis. Concomitant products included levonorgestrel (mirena) for contraception as well as famotidine, ferrous sulfate (ferrous sulphate) from 2016 to 2017, ibuprofen, ketorolac, lidocaine, macrogol (polyethylene glycol), morphine, naloxone, oxycodone and paracetamol (acetaminophen). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vag. Discharge"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines\migraines / headaches") and nausea ("nausea"). In (B)(6) 2018, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion ("expulsion\malposition of essure device location of device: partially in uterus\ migration of essure device location of device: migrated to uterine wall\one coil was positioned wrong. The other migrated-cervix"), post procedural infection ("complications during removal surgery- infection"), metrorrhagia ("metrorrhagia(bleeding between periods )"), female sexual dysfunction ("apareunia"), iron deficiency anaemia ("anaemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), cystitis ("bladder infect."), vaginal infection ("vag. Infect."), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and tooth disorder ("dental probs.") And was found to have weight decreased ("weight loss"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy and laparoscopic removal cyst on left ovary). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, device expulsion, ovarian cyst, post procedural infection, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, mood swings, migraine, nausea and weight decreased outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain, back pain, dyspareunia, pelvic pain, vaginal haemorrhage, metrorrhagia, female sexual dysfunction, iron deficiency anaemia, blood disorder, cardiac disorder, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, post procedural infection, psychological trauma, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: insertion details- there were 2 coils into the uterine cavity after removal of the insertion device. 4 right, and 2 left. Essure device is identified bilaterally which appear to lie in the expected location of the proximal fallopian tubes. No evidence for perforation of the uterine wall. There is a 3rd radiopaque linear foreign body which courses from the level of the cervix and along the endometrial canal and has a metallic tip which is directed toward the left uterine ostium. The metallic portion measures 8 mm in length. Peritoneum/retroperitoneum: diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: perforation (fallopian tube), perforation (uterus), malposition of essure device, migration of essure device. One coil was positioned wrong. The other migrated to the cervix. Imaging procedure - on (B)(6) 2016: bilateral occlusion, perforation, malposition.(confirmation test not specified.). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia, abdominal pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: fu 2 & 3 processed together :-information from pfs of 16-sep-2019 : event of injury was updated to pelvic pain. New events added - fatigue, hair loss, gi conditions, perforation- uterus \ migration, expulsion., menorrhagia, complications during removal surgery- infection, dysmenorrhea, dyspareunia, apareunia, abdominal pain, back pain, metrorrhagia, anemia, blood/heart disorder, psych injury, bladder probs., urinary probs., bladder infect., vag. Infect., vag. Discharge, fatigue, gi conditions, hair loss, dental probs., hormonal changes, migraines, headaches, nausea, weight loss. Lab test was added. Information from frd of 19-sep-2019 added - pfs and mr received: reporters were added. Abnormal bleeding (vaginal), ovarian cyst, perforation (fallopian tube), migration of essure device location of device: migrated to uterine wall, were added & one event was updated from hormonal changes to mood swings. Concomitant & treatment drugs were added. Concomitant drugs were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.